Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had the image become black and the angulation control knob felt too stiff. The event occurred during preparation for use of a diagnostic procedure. There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated and there was foreign material and residue from the channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the channel having foreign material and residue due to insufficient cleaning, the additional findings are as follows: the insulation resistance value was out of standards due to scratches on the plastic distal end cover; there was corrosion from the control unit due to leakage; waterproof failure due to the deformed right/left and up/down knob; the water supply failure due to the blocked jet tube unit; light guide bundle was abnormal; charged coupled device lens and bending section cover adhesive was broken; scope cover was dirty; universal cord was corrugated; scope connector cover unit was dirty; coating on the universal cord was peeled off; the suction cylinder was peeled off; switch 1 had a pinhole; light guide lens was damaged; and the name plate dropped off. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, it is unknown if there was delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. Investigation could not identify the foreign material. However, the investigation confirmed that foreign material remained in the auxiliary water channel from images provided by the legal manufacturer sbc, but investigator could not identify the material. The investigation also reported that the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage in the device and the leakage occurred at the control section. Olympus will continue to monitor field performance for this device.